Event description:
A consumer reported that he had intraocular lenses (iol) implanted bilaterally. Since then he has noticed in his left eye blurry vision, halos, light sensitivity, eye flutter, headaches, and difficulty seeing to drive late in the day and into the evening hours. He said his optometrist told him he had capsular fibrosis and dry eyes as well. Additional info was requested. There are two med device reports associated with this event. This report is associated with the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).